Event description:
Report rec'd of an overdelivery. Reportedly, in 2004 at 8:00am the pt had a transducer line with a 3ml/hr squeeze flush placed in the operating room. A premixed 500ml bag of normal saline with 1000 units of heparin was initiated via the transducer line. It was reported that the pt returned from the operating room at 11:30am and the nurse reported "the bag looked full". At 2:30pm, the pt was to have "routine" serum coagulation levels drawn. At that time it was noted that the IV solution bag was empty and the pt had "excessive amounts" of blood in the chest tubes. The pt's coagulation profile was reported to be elevated, but the customer did not specify the results. The pt was then administered "excessive amounts of protamine". During the night shift of the surgery, the solution was changed to normal saline with no heparin added. Reportedly, in the following morning at 7:00am, the pt's coagulation levels were within "normal limits". The pt was reported to develop a blood clot in the left subclavian vessel on the unspecified day they were transferred to the step-down unit. The pt has been discharged home. There has been no reported adverse sequelae. Though requested, no add'l info was provided.